Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not able to be confirmed through this analysis. Provided information indicated that the controller was exchanged at least twice due to the backup battery fault alarms. Multiple attempts were made to obtain additional information regarding if the exchanged heartmate3 system controller will be returned, if log files associated with the exchanged controller were available, and the dates of the controller exchange; however, no additional information has been provided. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was changed due to battery fault alarms. The patient had these alarms several times and the emergency backup batteries (ebb) have been changed and controller changed at least twice. Log files were sent for review. The event log confirmed the reported backup battery faults. The controller periodically performed internal load test on the ebb and it appeared the ebb was not passing this test. This fault could be a result of a faulty ebb or poor connection. The pump itself appeared to be operating within normal parameters prior to the controller swap.